Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported being unable to confirm the e4 (occlusion) error alert. Caller stated he changed the battery; without success. Caller reported the check button is without function. No adverse event reported. Requested return of the alleged pump for evaluation.